Manufacturer narrative:
Initial reporter provided updated information regarding this event on 20 august 2021 a new risk analysis was performed based on the updated information which identifies this event to be not-reportable. If further information is identified which alters this event's conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Initial information received with further information expected. Product evaluation confirmed the alleged failure mode; the cannulated driver tip is broken. If further information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A cannulated driver broke during a revision case on (B)(6) 2021. The surgery was completed with a replacement product.